Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer muscular vsd occluder was implanted using an abbott delivery system. Due to the patient's history of tetralogy of fallot, the device was chosen to implant to decrease aortic insufficiency. The device was sized using echocardiography. During procedure, the device embolized when the device was erroneously dislodged from the implant site by a balloon. The device traveled to the patient's left ventricle. The patient was sent to emergency surgery to retrieve the embolized device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
An event of device embolism was reported. Information from the field indicated that the device was being used off-label in an aortic valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated the device embolism was due to the occlude being pushed out of the implant site by a balloon. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the instructions for use, "the amplatzer¿ muscular vsd occluder is indicated for use in patients with a complex ventricular septal defect (vsd) of significant size to warrant closure (large volume left-to-right shunt, pulmonary hypertension, and/or clinical symptoms of congestive heart failure) who are considered to be at high risk for standard transatrial or transarterial surgical closure based on anatomical conditions and/or based on overall medical condition."h6. Medical device problem code added: 1494 off-label use.

Event description:
Subsequent to the previously filed report, additional information was received that the balloon was a non-abbott device. The 18mm amplatzer muscular vsd occluder was implanted in the aortic valve to limit aortic insufficiency. The physician was aware that this was off-label use of the device. No additional information was provided.